Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the device system was removed due to infecton. The hcp reported that the patient had called in 2007 reporting pus coming from pump pocket. The patient was directed to the emergency room, but did not go. The patient was diagnosed with meningitis; symptoms included fever, redness, swelling, drainage, and headache. The primary location of the infection was the device pocket. Cultures of the pocket, lumbar region and cerebrospinal fluid revealed mrsa. The patient was given intravenous antibiotics and was referred to infectious disease for mgmt. The pump contained dilaudid and bupivicaine; no drug withdrawal was reported. The patient outcome is reported to be "on-going" please refer to MFR's report#s: 6000030200703703 and 6000030200703704.